Event description:
Loss of capture can be seen in a low rv amplitude recording on the hmsc recorded on (B)(6) 2024. Noise can be seen on the atrial channel. Pacing impedance has fluctuated since implant, threshold test has been unable to run since on (B)(6) 2024. Rv sensing amplitude has decreased rapidly since (B)(6) 2024, and is not trending <2mv. Shock impedance has trended up in the last month, and an increase in the short rv interval counter was seen on (B)(6) 2024. Patient will be brought in for chest x-ray. Lead currently remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.